Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the stomach body was clamped during an open subtotal gastrectomy procedure, the black pusher thumb didn't move at all. Another stapler was used to complete the case. There was no patient injury.